Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the water samples from the sorin heater-cooler system 3t showed signs of mycobacterium growth after 16 days of incubation. There was no patient involvement. A sorin group service technician was dispatched to the facility to investigate the device. A visual inspection of the outer and inner parts of the sorin heater-cooler system 3t identified residuals and biofilm in several locations in the water circuits and the tanks. Based on these findings, it was concluded that the user failed to strictly follow the cleaning and disinfection instructions outlined in the IFU. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. The user has carried out a disinfection cycle and will continue to do so in accordance with the IFU. The unit has been returned to service. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure.

Manufacturer narrative:
There was no patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the water sample results for the sorin heater-cooler system 3t showed signs of mycobacterium growth after 16 days of incubation. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the water sample results for the sorin heater-cooler system 3t showed signs of mycobacterium growth after 16 days of incubation. There was no patient involvement.